Event description:
It was reported that the collimator on the 9900 system closed down and the system locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib and sib boards and the interconnect cable, and camera power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.